Event description:
It was reported that during ukr procedure a very experienced tech who knows how to assemble drill and long attachment into the handpiece. Three times during the case, the burr became dislodged from the drill. It was still in the long attachment, but not attached to the drill. The tech took it back and reassembled, tested that it was locked in, and it happened again. Every time this took place we were in exposure control. The drill from the very beginning was making an odd sound - like it was struggling to get power. At the end of the case the burr was stuck in the long attachment. Investigation results showed that during testing the drill overheats. The long attachment was investigated under complaint 19-0403.

Manufacturer narrative:
The device was used in treatment and it was reported that the bur kept coming out of drill during case. Drill made an odd sound like it was struggling to get power. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. A drill test was run with the returned drill. It did not exceed 75000 rpm and started smoking after a couple seconds of the test. There was also an abnormal noise. The noise and subsequent smoking of the drill is consistent with a broken motor shaft driver in the drill. From previous reports we know that this is caused by excessive cutting forces, especially over time. The malfunction is most probably due to expected wear / tear.